Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle (rv) was elevated. Analyst commented, rv capture threshold steady at about 0.9v until (B)(4) 2015, the rises steadily to over 2.25volts by (B)(4) 2015. Rv capture threshold at 2.5volts on (B)(4) 2015. R wave amplitude between 8-12millivolts until (B)(4) 2015, then decreases to around 4 millivolts by (B)(4) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold, and drop in sensing. Diagnostic testing/troubleshooting performed and the rv lead remains in use. No patient complications have been reported as a result of this event.